Event description:
A report was received that alleged that a pt was receiving a subcutaneous infusion of morphine at home. The pt presented to the hosp complaining of pain at the infusion site. It was confirmed by x-ray that a portion of the 27 gauge cannula had broken off and remained within the pts forearm. The broken portion was not removed at the time and remains in situ.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available, and is returned and eval, the MFR will file a follow-up report detailing the results of the eval.